Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. No lens returned. Lever is moving freely. Plunger is not advancing. The device is taken apart for evaluation. Canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated - the device activated with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly was supplied by company's vendor). The product did not meet specifications. During the forensic evaluation, canister was observed to be punctured. Internal parts of the device showed no damage. Possible root causes are: empty gas canister supplied by vendor or unintentional rupture of gas canister. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implantation procedure of the right eye, the injector did not work to insert the iol. An alternate cartridge and injector was used to inject the lens the same lens. There was no patient harm.

Manufacturer narrative:
(B)(4). Photo review: photo provided showing company device. There device appears to be not activated. The root cause for the reported complaint may be related to manufacturing issue, however; a definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is:(B)(4).